Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Subject received a star in the left anke on (B)(6) 2010. During the surgery a bone fracture occurred was the medical malleous avulsed when using datum distractor. A internal fixation with screw for avulsed medical malleolus was conducted as a concomitant procedure during the primary star surgery.

Manufacturer narrative:
The reported event was reviewed and evaluated by a hcp to define whether the products did contribute to the event reported. The hcp defined the case as sae; according to procedure (B)(4) ¿clinical investigation - adverse event reporting¿ sae means serious adverse event and is not device-related. Therefore a relationship between a bone fracture during surgery / medical malleous avulsed and the star implants can be excluded.

Event description:
Subject received a star in the left anke on (B)(6) 2010. During the surgery a bone fracture occurred was the medical malleous avulsed when using datum distractor. A internal fixation with screw for avulsed medical malleolus was conducted as a concomitant procedure during the primary star surgery.